Event description:
Caller reported that pump touchscreen was cracked and shattered, rendering it unresponsive and leading to an inability to interact with the device. Blood glucose level was reported within normal range, as it did not exceed 500 mg/dl (27.7 mmol/l). To address the issue, cts arranged a pump replacement and confirmed the shipping address while instructing the caller to use mdi as a backup insulin therapy. Caller was also advised to place the defective pump into storage mode before returning it with a pre-paid label.